Event description:
A customer reported their c10-3v intracavity transducer had a hole in the lens exposing the electronics. This probe is associated with the epiq 7g ultrasound system. The issue was found outside of patient use, and there was no patient or user harm. The remote engineer evaluated the transducer to confirm the reported problem, and information has been provided to replace the transducer to address the customer¿s immediate concerns. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
An investigation was performed that determined damages to the lens face was likely a result of accidental user damage. There was no indication of either non-conforming material and no indication of design anomaly requiring further action.